Event description:
It was reported that during an unknown procedure, the clips weren't closing. There were no patient consequences. Unknown how case was completed.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did this issue occur with both devices? How was the procedure completed? Which firing of the device did this event occur on? What vessel or structure was the device fired on at the time of the event? Was the clip fully advanced into the jaws prior to firing? Was there any torquing or twisting of the device present at the time of firing? Was any unexpected resistance felt while firing the trigger? Were any unexpected noises heard? If so, when?

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the el5ml device was returned in good visual condition. Upon testing, the device was cycled, fed, and formed ten clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.